Event description:
The tip of the diagnostic angioplasty catheter broke while removing it through the introducer sheath following a ptca procedure. The curve area (pigtail style curve) of the catheter was inserted into the heart via femoral technique and advanced across the valve. The guide wire was used support the catheter but not into the pigtail curve area. The curve prolapsed while crossing the valve. Once crossed, the guide wire was advanced to straighten the curve in the left ventricle (lv). The physician performed a lv gram (no visible kink on fluoroscopic image noticed at this point) and retracted the catheter. Resistance (drag) was felt as the distal end of the catheter neared the sheath. The physician reinserted the wire to straighten the curve. When the catheter was pulled through the sheath, the tip was missing. Upon removal of the sheath the remaining distal section of the catheter was observed. The physician then cut the introducer to remove the distal segment and noticed that he had cut the "pigtail" segment from the distal segment. The pigtail segment was discarded with the sheath introducer, it was not inside the pt.

Event description:
The lens would not unfold in the eye. The lens was removed and sutures were added. The lens was replaced and the surgery completed.